Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Update rec¿d 04/10/2014 - plaintiff¿s preliminary disclosure form with medical records was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/29/2014. Update - added stem and sleeve, additional reasons for revision, type of hip replacement, sales rep details. Revision date, surgeon, expiry dates and patient details. Taken from der dated (B)(6) 2015 - ((B)(6) 2015). Reasons for revision : lysis, cup loosening; xl replacement; sales rep name: (B)(6). Revision date: (B)(6) 2015. Surgeon: (B)(6). Patient weight - (B)(6). Patient height - (B)(6).